Event description:
It was reported that, approximately one month following the implant of the inflatable penile prosthesis, the patient experienced some inflammation in the scrotum, urinary symptoms of severe dysuria, collection of brownish fluid of a hematoma around the pump and suprapubic pain. Inflation and deflation of the pump was not working. The patient was treated with antibiotics and anti-inflammatory medications; this improved the symptoms, but the device still would not work. Exploratory surgery was performed with dissection of the pump. A hydrocele was noted, but no pus was found. The reservoir was examined and found to have migrated from the right retropubic space. It was stuck and pressing on the bladder. The reservoir was detached and removed. A new reservoir was implanted. And the device worked. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, approximately one month following the implant of the inflatable penile prosthesis, the patient experienced some inflammation in the scrotum, urinary symptoms of severe dysuria, collection of brownish fluid of a hematoma around the pump and suprapubic pain. Inflation and deflation of the pump was not working. The patient was treated with antibiotics and anti-inflammatory medications; this improved the symptoms, but the device still would not work. Exploratory surgery was performed with dissection of the pump. A hydrocele was noted, but no pus was found. The reservoir was examined and found to have migrated from the right retropubic space. It was stuck and pressing on the bladder. The reservoir was detached and removed. A new reservoir was implanted and the device worked. No further patient complications were reported.

Manufacturer narrative:
Corrected data: patient code h6: updated from fluid discharge e2315 to edema e2338.

Event description:
It was reported that, approximately one month following the implant of the inflatable penile prosthesis, the patient experienced some inflammation in the scrotum, urinary symptoms of severe dysuria, collection of brownish fluid of a hematoma around the pump and suprapubic pain. Inflation and deflation of the pump was not working. The patient was treated with antibiotics and anti-inflammatory medications; this improved the symptoms, but the device still would not work. Exploratory surgery was performed with dissection of the pump. A hydrocele was noted, but no pus was found. The reservoir was examined and found to have migrated from the right retropubic space. It was stuck and pressing on the bladder. The reservoir was detached and removed. A new reservoir was implanted. And the device worked. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned component underwent a thorough analysis. The reservoir was visually inspected, and leak tested. The component showed no abnormalities and passed the leak testing. Based on the information available, the reported mechanical observations were unable to be confirmed, but the clinical patient observations are known inherent risks with the device.

Event description:
It was reported that, approximately one month following the implant of the inflatable penile prosthesis, the patient experienced some inflammation in the scrotum, urinary symptoms of severe dysuria, collection of brownish fluid of a hematoma around the pump and suprapubic pain. Inflation and deflation of the pump that was not working. The patient was treated with antibiotics and anti-inflammatory medications; this improved the symptoms, but the device still would not work. Exploratory surgery was performed with dissection of the pump. A hydrocele was noted, but no pus was found. The reservoir was examined and found to have migrated from the right retropubic space. It was stuck and pressing on the bladder. The reservoir was detached and removed. A new reservoir was implanted, and the device worked. No further patient complications were reported.